Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: this information was determined based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 boxes of bd insyte¿ autoguard¿ shielded IV catheters experienced incorrect label information. The following information was provided by the initial reporter: description on box says 22 ga, however there are 20 gauge catheters in the 4 boxes.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-oct-2022. H.6. Investigation summary: our quality engineer inspected the samples provided for evaluation. Bd received four 22g x 1.00in. Insyte autoguard dispenser boxes from lot number 2171958. Inside each dispenser box were 50 sealed 20g x 1.16in. Insyte autoguard units from lot number 2171957. The reported issue of mixed product was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. Mixed lots may occur during manufacturing due to improper line clearance by operators or an improper line purge due to equipment software error. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, the line clearance indicated that the lot that was previously packaged prior to lot number 2171958 was lot number 2171957. This makes it likely that improper line clearance contributed to this report. Operators also perform periodic visual inspections per the quality plan to mitigate the occurrence of this defect. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 boxes of bd insyte¿ autoguard¿ shielded IV catheters experienced incorrect label information. The following information was provided by the initial reporter: description on box says 22 ga, however there are 20 gauge catheters in the 4 boxes.